Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. Evaluation experienced very low audio levels while the speaker volume was set to high and the pump was barely audible at the medium and low settings. The cause was found to be failed speaker. The rear case assembly (including the failed speaker) was replaced.